Manufacturer narrative:
(B)(4).

Event description:
Healthcare professional reports: protimes system inr 5.0. Unspecified reference sys inr 2.2. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse events, serious injury, or intervention.